Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to replicate the customer comment of booting to a black screen, it powered up without an error, however the error log did confirm a system error and additionally it failed a link electronic module (lem) calibration test and therefore the lem board was replaced. Analysis further noted that the display dropped and the stylus tip was separated from the main pen body however it was functional. The lower display hinges and stylus were replaced and the stylus calibrated to resolve all. (B)(4).

Event description:
It was reported that when the programmer was turned on it went to a black screen. Follow-up also indicated that it was possible that it did not load up to the device screen. The programmer was returned for service. No patient complications have been reported as a result of this event.